Event description:
It was reported that the patient underwent a vanguard knee surgery on (B)(6) 2012. Revision procedure was performed on (B)(6) 2014 due to the locking bar becoming loose. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.product has been requested to be returned. Upon return of item and completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The explanted locking bar was received for evaluation. X-rays taken before the revision surgery were also received showing the locking bar had backed out and was broken so the event was substantiated. The document review and device history records did not reveal any anomalies or deviations related to the raw material, manufacturing or inspection process. A dimensional inspection was performed showing no discrepancies with the drawing in place at the time of manufacture. Presence of striations on a fractured surface confirms fatigue as the cause of failure. The microscopic images show the marks which represent the successive position of an advancing crack. After the fatigue crack propagation, the end fracture was produced as a result of the initiation and growth of the crack. There are no in vivo loads applied to the locking bar in the normal use of the product that could cause this type of fracture found in the involved part. Without further information, no further conclusions can be drawn as to the root cause of the event.